Manufacturer narrative:
Additional information including item and lot number was received on (B)(6) 2013. All information attained from this, including item name, expiration and manufacture date, implant date, 510(k) number, and product code was included in the follow-up. This is 1 of 2 MDR reports submitted for the same event. See also: 3002806535-2013-00116-1 and 2013-00245.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. No revision surgery has been reported. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Expiration date - unknown. Explant dates: (B)(6) 2009. Initial reporter - unknown. Manufacture date - unknown. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
It was reported by patient's legal representative that patient underwent a right primary hip procedure on (B)(6) 2009 and a left primary hip procedure (B)(6) 2009. Patient alleges she suffers from elevated metal ion levels and other complaints. No revision procedure has been performed. This report is based on allegations set forth in patient's complaint and the allegations therein are unverified.

Event description:
It was reported by patient's legal representative that patient underwent primary hip procedures on (B)(6) 2009. Patient alleges she suffers from elevated metal ion levels and other complaints. No revision procedure has been performed. This report is based on allegations set forth in patient's complaint and the allegations therein are unverified.